Manufacturer narrative:
Continued e1 -- phone number: (B)(6). The events of "lymphoma ¿ alcl-suspected, capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma ¿ alcl-suspected, seroma, capsular contracture grade 3.

Event description:
Healthcare professional reported through regulatory agency "fold, wave", "rotation", "color change", "grade 3 capsular contracture", "effusion/lymphorrhea", "anaplastic lymphoma (histological sampling)(exam)", "pain" and "implant exposure". Histopathological markers cd30+ and alk- have not been received, hence the report of alcl has not been confirmed. This record is for the left side. The device was explanted.